Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during the patient¿s clinic visit on (B)(6) 2016, interrogation of the system controller showed a pump off event on (B)(6) 2016 related to a loss of power to the system controller. The patient did not recall any audible alarms. During the clinic visit, the patient reported continuing to feel lightheaded and fatigued at times throughout the day. The system controller log file was downloaded and submitted to the manufacturer¿s technical service department for analysis. It was reported that the system controller was exchanged and the patient was doing well. On (B)(6) 2016, a second log file reviewed by the manufacturer¿s technical services representative showed multiple pump stops events which occurred while the system was connected to the power module. X-ray images were reviewed by the cardiologist and indicated two possible areas of concern on the patient¿s percutaneous lead exit site. It was reported that the patient was now experiencing low flow and pump off alarms which were reproducible upon manipulation of the percutaneous lead. The patient remained asymptomatic. The healthcare professionals made a decision not to perform an external/distal end replacement of the percutaneous lead. It was reported that the patient was stable at home with the use of an ungrounded patient cable for power module support. No alarms occurred while the patient was on the ungrounded patient cable. A pump exchange was scheduled to be performed on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: two system controller log files were submitted for evaluation. The first log file, dated (B)(6) 2016, captured a loss of power to the system controller which caused the pump to stop and the system clock to reset. The pump appeared to be functioning as expected prior to and after the pump stop. No other atypical events were captured. A specific cause for the loss of power to the system controller could not be conclusively determined. The second log file, dated (B)(6) 2016, captured numerous low speed and low flow hazard alarms and multiple pump stop events. The events appeared to occur while the system was operating on the power module. Based on the manufacturer¿s experience from past complaints, the events appeared consistent with a compromised wire in the percutaneous lead (lead). The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, which confirmed all visual and audible alarms activated when they were induced. The underlying wires within the power leads passed all electrical testing. No device functional issue was identified that could be related to the complete power loss event captured in the first log file. X-ray images of the internal and external portions of the lead were evaluated. An area of potential shield breakdown was observed on the internal portion of the lead, approximately halfway between the pump housing and the exit site. The pump was returned with the lead cut approximately 11 inches from the pump housing and the severed portion of the lead, measuring approximately 26.5 inches, was also returned. Continuity and high potential testing was performed on the severed 26.5 inch portion of lead and did not identify any compromise in any of the wires that would have resulted in the reported event. Electrical continuity testing of the 11 inch portion of lead did not reveal any discontinuities or shorts. Upon removal of the metal shielding and bionate layers, examination of the underlying wires revealed a breach in each of the insulations of the brown, red, and black wires approximately 6 inches from the pump housing. As a result of the breaches in the insulations, the conductors of the brown, red, and black wires were exposed. The damage appeared to be the result of rubbing against the metal shielding due to repetitive movement of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. Examination of the remaining wires in this area revealed marks on the insulation of the wires which were also consistent with abrasion. Pump function would have been interrupted as a result of the exposed conductors of either the brown, red, or black wires contacting the metal shielding and creating an electrical short to ground if the device was supported by the power module. This interruption in pump function would have resulted in the reported low speed and pump stop events. Pump function would have also had the potential to be interrupted as a result of a phase to phase short if the exposed conductors from two different wires made direct contact with each other or simultaneous contact with the braided shield while the system was supported by batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient underwent a pump exchange as planned on (B)(6) 2016. No further information was provided.